Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
On 22nd dec 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved, and an RMA was issued for further investigation. Upon testing, the returned sensor did not show any anomalies from visual inspection and functional testing. A review of the sensor glucose data showed occasional sg/bg mismatch. A review of the sensor in-vivo data showed optical instability, and this most likely caused the observed discrepancies. This could not be reproduced during in-house testing, and this may occur in some instances where a failure mode present in the body is not replicated in the lab. The root cause for the observed optical instability could not be determined, but may potentially be related to patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance.